Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgical technician noticed that the sterile inner container was damaged. The procedure was completed with another implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found that the outer cavity was opened and the inner cavity was still sealed but was cracked on one end. The box was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the package being damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.